Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument jaw broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken grip at the grip base. A piece approximate 0.191" x 0.564" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.